Event description:
There have been reports by nurse regarding intralipid bags cracking at the base where the IV tubing is connected. This has caused leaking of the solution. The bags involved are the fresenius kabi intralipid 20%.